Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was a capsular tear. There was patient contact with the lens. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was provided in b.3., b.5., d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the reporter explained that during the lens insertion into the capsular bag the leading haptic tore the bag. The lens was removed and a 3 piece lens was implanted. The event is considered resolved.

Manufacturer narrative:
The device and the lens were returned in a bag inside the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage was observed to the device. The lens was returned inside a small tray covered closed with medical tape. Solution is dried on the lens. Both haptics are undamaged. A large portion of the optic from the edge into the optic center is broken. The broken optic portion was returned. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The product investigation could not identify a root cause for the complaint. Follow up information from the customer indicated that "during the lens insertion into the capsular bag the leading haptic tore the bag". There was no damage observed to either haptic. There was no damage and no problem found with the delivery system. Top coat dye stain testing was conducted with acceptable results. Additional information was provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).